Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead area the insulation was found damaged due to wear. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the anti clockwise over-rotated and deformed conductor coil immediately distal to the is-1 connector pin most likely occurred during the extraction procedure. The analysis of the provided trend data gained no further information regarding the root cause. The analysis of the provided iegm recordings showed artefacts in the rv channel, which led to the reported oversensing and an ICD charging cycle without shock. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 53 months after the implantation, ventricular oversensing was reported via home monitoring.